Manufacturer narrative:
The pod involved was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. The customer reported that the pod "had no cannula" - this condition could result from a manufacturing error where the canula assembly failed to be installed. Without the pod returned for evaluation, however, no device malfunction can be confirmed. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues and to always carry extra supplies in case of an emergency.

Event description:
The customer's mother reported that her daughter "had gotten real sick due to no insulin" and was therefore going to be taken to the emergency room. She noticed that the pod "had no cannula and all insulin was still in the pod" and figured this was the reason for her daughter's illness. She also stated that the pod did not alarm. The device will be returned for evaluation.